Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after underlay implant, the patient experienced adhesions, hernia recurrence, erosion, pain, small bowel perforation, fascial dehiscence, serosal tears, purulent discharge, leaking of succus, cholelithiasis and infections. Post-operative treatment included revision surgery, small bowel resection with side-to-side anastomosis, laparoscopic cholecystectomy with cholangiograms, laparoscopic enterolysis, exploratory laparotomy, lysis of adhesions, small bowel repair, wound vac, small bowel repair, and enterotomy.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. H6: patient codes-c64343 (cholelithiasis). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after underlay implant, the patient experienced adhesions, hernia recurrence, erosion, pain, small bowel perforation, fistula, fascial dehiscence, serosal tears, purulent discharge, leaking of succus, cholelithiasis, sepsis, and infections. Post-operative treatment included revision surgery, small bowel resection with side-to-side anastomosis, laparoscopic cholecystectomy with cholangiograms, laparoscopic enterolysis, exploratory laparotomy, lysis of adhesions, small bowel repair, wound vac, debridement, tracheostomy, and enterotomy.

Manufacturer narrative:
Additional information: b5, d1, d4 (model number, catalog number, UDI), d8, e1 (street 1, city, region, postal code), g1 (MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number), g3, g4 (510k), h6 h6 patient codes - c64343 (cholelithiasis) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a death. Additional information: b2, b5, d4 (expiration date, lot number), g3, h1, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after underlay implant, the patient experienced adhesions, bowel obstruction, hernia recurrence, erosion, pain, small bowel perforation, fistula, fascial dehiscence, enterotomy, serosal tears, purulent discharge, leaking of succus, cholelithiasis, sepsis, infections, and death. Post-operative treatment included revision surgery, small bowel resection with side-to-side anastomosis, laparoscopic cholecystectomy with cholangiograms, laparoscopic enterolysis, exploratory laparotomy, lysis of adhesions, small bowel repair, wound vac, debridement, and tracheostomy. Information received indicates the patient is deceased. No information was provided regarding the circumstances of expiration.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent incarcerated ventral incisional hernia. It was reported that after implant, the patient experienced adhesions, hernia recurrence, erosion, pain, and infections. Post-operative treatment included revision surgery, bowel resection, lysis of adhesions, wound vac, small bowel repair, and enterotomy.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after underlay implant, the patient experienced adhesions, bowel obstruction, hernia recurrence, erosion, pain, small bowel perforation, fistula, fascial dehiscence, enterotomy, serosal tears, purulent discharge, leaking of succus, cholelithiasis, sepsis, infections, hematoma, inflammation, bleeding, bones deteriorated due to inability to move around, and death. Post-operative treatment included revision surgery, small bowel resection with side-to-side anastomosis, laparoscopic cholecystectomy with cholangiograms, laparoscopic enterolysis, exploratory laparotomy, lysis of adhesions, small bowel repair, wound vac, debridement, small bowel enterotomy, and tracheostomy. Information received indicates the patient is deceased, due to an entercutanous fistula.

Manufacturer narrative:
Additional information: ime 2402: cholelithiasis, bones deteriorated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent incarcerated ventral incisional hernia. It was reported that after implant, the patient experienced adhesions, hernia recurrence, pain, and infections. Post-operative treatment included revision surgery, bowel resection, small bowel repair, and enterotomy.

Manufacturer narrative:
(Patient codes, ime e2402: labs abnormal for wbc; hemoglobin; total protein; albumin; bun; hematocrit) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after underlay implant, the patient experienced adhesions, bowel obstruction, hernia recurrence, erosion, pain, small bowel perforation, fistula, fascial dehiscence, enterotomy, serosal tears, purulent discharge, leaking of succus, cholelithiasis, sepsis, infections, hematoma, inflammation, bleeding, bones deteriorated due to inability to move around, labs abnormal for wbc; hemoglobin; total protein; albumin; bun; hematocrit, open abdominal wall wound, draining, necrosis, edema, fascia had separated, friability noted, ventilator dependent, and death. Post-operative treatment included revision surgery, small bowel resection with side-to-side anastomosis, laparoscopic cholecystectomy with cholangiograms, laparoscopic enterolysis, exploratory laparotomy, lysis of adhesions, small bowel repair, wound vac, debridement, small bowel enterotomy, tracheostomy, CT scan, wound vac, hospitalization, tpn, diagnostic lap, fistula take down, hernia repair with mesh, partial removal of mesh, dysfunctional ventilatory weaning response surgery, & ICU. Information received indicates the patient is deceased, due to an entercutanous fistula on (B)(6) 2019.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after underlay implant, the patient experienced adhesions, hernia recurrence, erosion, pain, small bowel perforation, fistula, fascial dehiscence, serosal tears, purulent discharge, leaking of succus, cholelithiasis and infections. Post-operative treatment included revision surgery, small bowel resection with side-to-side anastomosis, laparoscopic cholecystectomy with cholangiograms, laparoscopic enterolysis, exploratory laparotomy, lysis of adhesions, small bowel repair, wound vac, small bowel repair, and enterotomy.